Manufacturer narrative:
The device was returned for noise, an impedance issue, and the reported event stating ¿the sensor of the tacticath catheter was not functioning correctly". The catheter met specifications for temperature testing and electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. Further investigation revealed a leak within the irrigation line. A gap was noted at the luer/proximal tubing junction, allowing fluid to flow outside the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the reported noise and impedance issues. Actions have been taken to prevent reoccurrence.

Event description:
This event is being reported based on the analysis of the returned device.